Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave over-sensing and low amplitudes. A technical service (ts) consultant discussed reprogramming options. This s-ICD remains implanted. No additional adverse patient effects were reported.